Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6, h10 it was reported that the cardiosave intra-aortic balloon pump (iabp) "having error codes 4 and 5 issue". Units were on same patient and threw up error codes 4 and 5 condensation / gas loss. There was patient involvement but no patient harm or injury. Pumps were swapped out for different unit. Customer reported that cardiosave that was removed from the patient for "power up test fails". He stated that earlier in the day, the first cardiosave was having issues with lots of condensation in the helium tubing. They emptied the tubing several times and at one point rebooted the pump. On start up they noticed the "power up test fail code numbers 4 and 5." They replaced that pump for another cardiosave. Rn states that they were low on pumps, and that the he knew that the second cardiosave had already had issues with "power up test fails" but placed it on the patient anyway. They continued to have an issue with condensation for a while after, but currently it is working well now. There are no current alarms on the second pump, but it will be reported due to the earlier "test fails". Rn states that he took the first pump back to his office and it "failed" in 4 attempts on start up. At the fifth attempt he states that it powered up without an alarm or issue. Both pumps will be sent to their biomed department. Getinge service is scheduled to service the pumps. A getinge field service engineer (fse) visited the site and observed error codes : 37 - fill fail vacuum low, 107 - iso dsp continuous bit err, 58 - system failure, shutdown and 124 - prolonged shuttle pressure system failure. Ran compressor performance test and condensation removal several times, unable to clear. Replaced helium reservoir assembly (d997-00-0565), cable to back plane (d012-00-1640) and pneumatic module assembly (d997-00-1178). Full pm, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion. There were no reported adverse outcomes related to the patient. The defective components were received for further investigation. The failure analysis and testing department received the following parts associated with this complaint: pn: 0997-00-1178 sn: (B)(6) pn: 0997-00-0565 sn: (B)(6) helium reservoir pn: 0012-00-1640 sn: n/a cable assy pim to backplane these parts were received with a reported unit failure message of error codes 4 and 5. Performed visual inspection of these parts received and found saline on pim and inside of cable assy. Pim to backplane tubing. Please attached picture of saline on pim. Due to saline on pim and inside of cable assy. Tubing, the fat dept, cannot be investigated further with cardiosave test fixture. The helium reservoir looks to be in good condition for further investigation with cardiosave test fixture. Installed the helium reservoir assy. Into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The fat dept. Observed leaking cv1 valve during helium regulator calibration test. This probably cause of error code 4 and 5. Helium reservoir assy. Failed testing. Retaining all parts in the fat dept. Per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit displayed "power up test fails". The perfusionist called for assistance regarding about a patient power up test fails . Customer states that earlier in the day, the first cardiosave was having issues with lots of condensation in the helium tubing. Customer emptied the tubing several times and at one point rebooted the pump. On start up they noticed the "power up test fail code numbers 4 and 5." Customer replaced that pump for another cardiosave. Customer states that they were low on pumps, and that they knew that the second cardiosave already had issues with "power up test fails" but placed it on the patient anyway. They continued to have an issue with condensation for awhile after, but currently it is working well now. There are no current alarms on the second pump, but it will be reported due to the earlier "test fails". Customer states that they took the first pump back to the office and it "failed" in 4 attempts on start up. On the fifth attempt customer states that it powered up without an alarm or issue. Both pumps will be sent to their biomed department. There was no patient harm reported. This report is for the replacement iabp. The iabp that was removed from the patient is reported separately, reference manufacturing report number 2249723-2023-04113.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component code, investigation conclusion). It was reported that the cardiosave intra-aortic balloon pump (iabp) "having error codes 4 and 5 issue". Units were on same patient and threw up error codes 4 and 5 condensation / gas loss. No patient harm or injury. Pumps were swapped out for different unit. Customer reported that cardiosave that was removed from the patient for "power up test fails". He stated that earlier in the day, the first cardiosave was having issues with lots of condensation in the helium tubing. They emptied the tubing several times and at one point rebooted the pump. On start up they noticed the "power up test fail code numbers 4 and 5." They replaced that pump for another cardiosave. (B)(6) states that they were low on pumps, and that the he knew that the second cardiosave had already had issues with "power up test fails" but placed it on the patient anyway. They continued to have an issue with condensation for a while after, but currently it is working well now. There are no current alarms on the second pump, but it will be reported due to the earlier "test fails". (B)(6) states that he took the first pump back to his office and it "failed" in 4 attempts on start up. At the fifth attempt he states that it powered up without an alarm or issue. Both pumps will be sent to their biomed department. (B)(6) says that (B)(4) from getinge service is scheduled to service the pumps on friday. A getinge field service engineer (fse) visited the site and observed error codes : 37 - fill fail vacuum low, 107 - iso dsp continuous bit err, 58 - system failure, shutdown and 124 - prolonged shuttle pressure system failure. Ran compressor performance test and condensation removal several times, unable to clear. Replaced helium reservoir assembly , cable to back plane and pneumatic module assembly . Full pm, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion. There were no reported adverse outcomes related to the patient. H3 other text : fse did not visit the site.